Manufacturer narrative:
Event is under investigation at this time.

Event description:
An (B)(6) male patient underwent aaa repair on (B)(6)2010. During placement of the zenith flex aaa endovascular graft bifurcated main body, an unsuccessful attempt was made to take off the trigger wire knob. When looking further into this event, the knob was observed to be glued. The physician was able to pry it loose by using 2 hemostats. The procedure was completed as normal and there was no adverse effects to the patient.